Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. The customer's blood glucose (bg) level reached 424 mg/dl. In addition, it was reported that the customer delivered an intended bolus and exercised after, and subsequently resulted in the customer¿s bg lowering to 41 mg/dl. Customer consumed carbohydrates to address low bg. Customer continued using the pump for insulin therapy.